Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: switch3 has a cut, scope cover unit is deformed; plug unit is damaged; due to damage on channel tube, water tightness is lost; no electrical continuity due to corrosion on distal end; image guide protector is damaged; light guide lens has a burn; distal end has a burn; and protector of universal cord on scope connector side is damaged. Should additional relevant information become available, a supplemental report will be submitted;

Manufacturer narrative:
Additional information added to fields h7 and h9.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end burned due to the following handling of the device: when performing high-frequency cauterization: let the subject device end contact with mucosa. Did not push an endo therapy accessory to the visible position of green marking on sheath of the accessory. Electrified without letting electrode of an endo therapy accessory contact with mucosa. When performing laser cauterization: irradiated laser without keeping distance between tip of the laser probe and end of the device. When performing argon plasma coagulation, apc: did not push an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. The event can be detected and prevented in accordance with the following instructions for use: detection method in ¿operation manual: 3.3 inspection of the endoscope: inspection of the endoscope¿. Preventive measures in ¿operation manual: 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.